Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. Three 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed some use residue on the returned samples. Each of the connector pieces were returned assembled. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece on each of the returned samples. An attempt was made to disassemble the connector pieces and each connector was found to be able to be pulled apart by hand with relative ease. The distance between the locking arms each of the proximal connector pieces was measured and each was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that no ¿click¿ was heard after the strain relief of the extension tubing was engaged with the hook of the winged part. And the two separated just with a gentle pull. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3073 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redu3073) have been reported from the same facility.

Event description:
It was reported that no ¿click¿ was heard after the strain relief of the extension tubing was engaged with the hook of the winged part. And the two separated just with a gentle pull. It was reported this occurred with three devices. This report addresses the second device.